Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 15 tubes exhibited additive abnormalities. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-feb-2025. Investigation summary: bd received five (5) photos and 18 samples for investigation. After review and analysis, four out of the five photos showed sufficient evidence of cracking and other damages. No evidence of additive abnormality was found in the photos. All 18 customer samples were visually inspected for additive abnormality, and none failed the inspection. These samples were also inspected for cracking and other damages, and all failed the inspection. Additionally, 30 retained samples were visually inspected for any additive abnormalities, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode broken and cracked product/component based on customer photo and return sample analysis. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 15 tubes exhibited additive abnormalities. Additionally cracked tubes and damaged cap was also reported. No adverse impact was reported regarding the patient or user.